Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit multiple times. The customer was using the recommended battery type but stated that the battery cap was replaced and the issue persisted. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.